Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 37 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer also report that the insulin pump had motor error and the customer was able to successfully clear the alarm and able to complete insulin pump rewind. The customer performed the displacement test and able to passed the test. The insulin pump will not be returned for analysis.